Event description:
The physician reports performing cataract surgery with implantation of the akreos adapt-ao intraocular lens in the right eye. Approx seven months post-operation, lens opacification occurred. The intraocular lens was explanted and replaced with another akreos iol. A posterior vitrectomy was performed, however, the relationship between the lens explantation and the vitrectomy is presently unk. Additional info has been requested.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.